Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed during the case" (device displays error message). The nurse reported a system message displayed during the case. The system was rebooted and the case was completed as planed. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. A review of complaints for the last 24 months did indicate one additional, related report for this system. (B) (4)